Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) placed on (B)(6) 2016 is not working since (B)(6) 2019. The specific issue was not provided. The patient is wondering if the warranty will cover the costs of his next surgery to replace the defective device. The patient was told that the device has to be sent back to bsc for analysis, in order for the warranty to be in effect. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. A revision surgery was performed. The physician explored the ipp and there was a small hole in the left cylinder. The cylinders and pump were replaced and connected to the existing reservoir. The patient had a good outcome.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) placed on (B)(6) 2016 is not working since (B)(6) 2019. The specific issue was not provided. The patient is wondering if the warranty will cover the costs of his next surgery to replace the defective device. The patient was told that the device has to be sent back to bsc for analysis, in order for the warranty to be in effect. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.